Event description:
E-mail received from the sales rep. Informed that: "physician assistant attempted to reprogram and followed with x-ray. Please see x-ray attached. The adjustment wheel has become dislodged and is free floating in the housing. Scheduled patient for revision surgery. Device will be returned after x-plant surgery on (B)(6)".

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number hy247, serial number was (B)(4), product code ns0299. Visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: and it was noted that the valve casing was cracked, this is due to the valve receiving a hard knock. Review of the history device records confirmed the valve product code ns0299 with lot hy247 conformed to the specifications when released to stock on the 15th august 2006. The root cause of the dislodgement is due to the valve receiving a hard knock. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.